Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No pt info was provided; therefore, specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays in critical therapy while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No add'l info was provided.